Event description:
At blood collection from pt's earlobe, the needle pierced through the pt's earlobe and punctured the nurse's finger. After further investigation it was noted that the needle was protruding too far out of the lancet body.